Event description:
The core universal driver was returned for service. Upon eval at the MFR, it displayed a bias current error when connected to the console signaling a run-on condition occurred within the device. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon visual examination, it was discovered that the flex strips were burnt and the bearings were gritty.